Event description:
It was reported during a procedure at the user facility that the device was activating unintentionally. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.